Manufacturer narrative:
The subject uhi-4 has not been returned to olympus medical systems corp. (Omsc) yet. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During laparoscopic pelvic adhesions release, myomectomy, intestinal adhesion separation, unilateral salpingectomy, pelvic endometriosis electrocoagulation with the uhi-4, the subject uhi-4 could not supply co2 to the patient. The user replaced the subject uhi-4 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-03971. Olympus medical systems corp. (Omsc) could not investigate the subject uhi-4, because the subject uhi-4 was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. The instruction manual of the subject device states the corresponding method in case of an abnormality. If significant additional information is received, this report will be supplemented.